Event description:
Analysis of the explanted stent graft has been completed. Aneurysm enlargement was likely due to disease progression. It is unknown if the stent fatigue fractures and holes contributed to the aneurysm enlargement in as much as no leaks were detected in imaging studies or at the explant procedure.

Event description:
An aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that the aneurysm was increasing in diameter and volume with no evidence of endoleak, and that the device was explatned in 2002, approximately 2 years post-implant. The patient's status is unknown. Despite multiple attempts to obtain information, no further information is available at this time. Receipt and analysis of the explanted stent graft is pending.

Event description:
Further info received by medtronic ave reveals that the device was implanted on 2/17/2000. The pt is a 67 year-old male. Procedure notes from the explant procedure state that the aorta was dissected with difficulty because of significant inflammatory reaction. Similar thick scar reactions were present around the common iliac arteries. No evidence of endoleak was reported, and the stent graft was densely adherent to the surrounding wall and thrombus. The components were separated during removal. No backbleeding lumbar arteries were identified. The pt tolerated the procedure well, and no intraoperative complications were reported. The explanted stent graft has been received by medtronic ave and its analysis is pending.